Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-14426. 3006705815-2019-05136. It was reported that surgical intervention occurred to explant and replace the patient's system. The reason for the replacement is not yet known, so the leads and ipg are being reported.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2020-00885, 1627487-2020-00887. Additional information was received that the reason for the explant was that the patient had developed an infection at the ipg, lead, and anchor sites. After the explant, the patient had the wound vacuumed, and the infection cleared. During processing of this complaint, attempts were made to obtain explant date, but it could not be obtained.